Event description:
It was reported that the implant was removed due to a fracture of the implant

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned products identified bone / tissue attached to the implant external threads and a fracture at the collar. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth #12 and was used for approximately 5 years. Complainant reported that the implant was removed due to a fracture of the implant the reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.